Manufacturer narrative:
This report is being sent as follow-up no. 2 to update section d9, section h3, and to provide the completed investigation results. Based on the evaluation of the returned sample this report is now deemed not reportable. One (1) 6fr angio-seal device was returned to terumo medical corporation for product evaluation. The returned device included the guidewire and carrier tube. The device was visually inspected and found to have been in used condition with visible signs of blood. The carrier tube was returned forward locked and was kinked at the distal tip. No other damage or issues were identified. The angio-seal device was returned for evaluation. The carrier tube was returned forward locked and was kinked at the distal tip. Based on the condition the sample was returned in, the complaint can be confirmed for damage sustained to the carrier tube. The exact root cause could not be determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with terumo medical corporation specifications and procedures and the device was released in a conforming state. Currently, no action is recommended since the risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the following reported information: the tip of the angio-seal had become blunt and could not be used. There was no blood loss. Additional information was received on 04jan2026: the tip of the angio-seal pressed down and bent before use. The procedure was a percutaneous coronary intervention (pci) via left femoral artery. They did not have difficulties with arterial access, sheath, guidewire, or catheter insertion. They did not have issues with insertion, deployment, or withdrawal of the device. A pre-deployment angiogram was performed. The patient was stable. It is unknown how hemostasis was achieved.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. Since the sample was not available for evaluation, the complaint could not be confirmed. The exact root cause was unable to be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).